Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The manufacture date for this electrode is (B)(6) 2015.

Event description:
Boston scientific received information that the patient with this newly implanted system, received a shock while watching a movie on a laptop. It was initially suspected to have resulted from the nature of exposed wires/insulation break of the headphones used for viewing. The egm data was sent to boston scientific's technical services for review, at which time it was suspected that the noise and oversensing may have been generated on account of a loose setscrew or a sub-optimal electrode insertion anomaly. The nature of the emg did not support an emi genesis. The patient has been discharged with no programming changes; however, it was recommended to have the patient return for isometric analysis and possible reprogramming out of the secondary vector. The patient has yet to return for an further system testing.